Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Was there a drop in pressure? No. What was the gas consumption rate or volume (liter/minute)? No. Were you able to identify where the leak was coming from? Yes, universal seal. Was a device inserted in the trocar during the leaking? Grasper and rf device. Was any torque being applied to the trocar or device? Yes.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a robotic assisted anterior perineal resection procedure, when inserting a 5mm instrument there was leaking from the device. The insufflator was attached to the device. The same devices were used to complete the procedure. No adverse consequences reported.